Event description:
Additional information received indicated that the lead and 2 extensions were explanted. It was noted that the lead was "cut" when during the removal procedure. A follow up report will be sent if further information is obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3998, lot# j0401918v, explanted: (B)(6) 2011, extension model 37083, lot# nkc011326n, explanted: (B)(6) 2011, extension model 37083, lot# nkc009197n, explanted: (B)(6) 2011, lead model neu silicone anchor, lot# unknown, implanted: unknown, explanted: (B)(6) 2011, lead model neu silicone anchor lot# unknown, implanted: unknown, explanted: (B)(6) 2011.

Manufacturer narrative:
Final device analysis of the lead and extensions revealed the following: lead (B)(4) had broken conductor wires at the proximal end. Connectors 4-7 were crushed. The proximal end was stretched. There were suspected bodily fluids in the lead. Outer insulation was melted, suspected explant damage. Circuits #0 and #4 were open. Analysis of the extensions and anchors revealed no anomalies.

Event description:
The lead impedance measurements were greater than 20,000 ohms when using electrode #8. Impedance measurements for electrode #0 were greater than 15,000 ohms. All the other pairs were within normal range. An MRI was needed but was concerned with the impedance measurements. It was later reported that the MRI was needed for a post-op pituitary tumor follow-up. The right side of her back, t9-t11, felt different than the left side. The right side was also painful. To receive stimulation and have relief, the stimulation must be increased to a higher level. Additional info has been requested.